Manufacturer narrative:
DHR has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question. The device was assembled and inspected according to the manufacturer specifications. Complaint cannot be confirmed due to lack of product sample to perform a proper investigation. No corrective action taken.

Event description:
The complaint was reported as: needle came off inside patient. Surgeon retrieved it successfully. No patient injury reported. Patient doing fine.